Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose in (B)(6) 2017 with unknown blood glucose at the time of the incident. The caller stated that the pump delivered insulin via the fill cannula menu and caused the customer to go low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump trace files would be reviewed to determine the cause of the low. The insulin pump will not be returned for analysis.